Event description:
It was reported that during an unknown procedure, a leakage of the device was noticed since the beginning. This device did not disarm having crossed the aponeurosis. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.